Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer reported receiving an unspecified low scan on the sensor when compared to a healthcare professional meter result. The customer experienced dizziness and seizure and was unable to self-treat. The customer was seen at a hospital and a glucose injection was administered for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. Additionally, a sensor scan of 8.4 mmol/l was compared to a healthcare professional meter result of 18.4 mmol/l and when the results were plotted on the parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.